Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. On inspection of the instrument the fse found that the buffer syringe was not filling. The inconsistent delivery of buffer solution to the buffer syringe was caused by a defective buffer valve. The buffer valve was replaced to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer reported that calibration and qc (quality control) was within specification and that the instrument occasionally generated h serum stability errors. The customer did not provide patient data or demographics.